Event description:
It was reported that the ar-613-1 cracked during insertion during a tka procedure. The rep reported the device did not break into discrete pieces. The case was completed successfully by using another tray. The case was completed successfully. See attached images.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed via pictures. The device was not returned. The handle was found to be cracked near the anvil. The cause is undetermined. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.